Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2003. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. It is alleged that the patient had revision surgery on (B)(6) 2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2003. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. It is alleged that the patient had revision surgery on (B)(6) 2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2003 - patient was diagnosed with indirect left inguinal hernia thereby underwent open repair with implant of kugel patch. Per operative notes, ¿a transverse incision was made in the left lower abdomen. The hernia sac was dissected out. A 12 x 8 cm kugel patch was placed into the preperitoneal space and secure it with sutures.¿ (B)(6) 2019 ¿ patient was diagnosed with recurrent left inguinal hernia, thereby underwent open repair with implant of synthetic mesh. Per operative notes, ¿a transverse incision was made around the abdomen. The hernia sac was dissected out. Previously placed kugel patch was identified. A synthetic mesh was placed into the left inguinal floor and secure it with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the gender. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b7, d3, d4 (catalog no, lot no), d.6b, g3, g4, g6, h2, h6, h10, h11 corrected fields: a3 (sex). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.